Event description:
It was reported that a remote red alert was received from the implantable device, indicating that the right ventricular (rv) lead shock impedance measurement was high and out-of-range (>125 ohms). The elevated impedance was previously known to the physician, so they contacted boston scientific technical services (ts) to explain why another remote alert was received. It was stated that since the patient was evaluated in-clinic with a device interrogation, this cleared the previous alert and thus a new alert could be declared. The most recent shock impedance measurement was 131 ohms. Ts recommended performing a thorough rv lead integrity check, such as via provocative maneuvers and potential commanded shock testing. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.